Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance. Normal operation check & functional test per cmlv001 rev.104 was done. It was confirmed that the heating tube l-70 was difficult to insert into the hl-90 body due to deterioration of the o-ring on the main body and lack of grease. The service history review could not be completed as no serial number was provided.

Event description:
It was reported that the device was unable to heat. It was also stated that it is hard to insert the circuit into the main unit. There was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.